Event description:
During case, machine read: lens error..linear accelerator. Unable to determine why error occurred. Biomed notified. Patient moved to another machine for treatment.======================manufacturer response for lens error / linear accelerator, power transistor 2n6547 heatsink #2 lens ctrl (per site reporter).======================siemens service engineer replaced power transistor 2n6547 heatsink #2 lens ctrl. Ran machine all interlocks cleared.